Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the occlusion test due to the button/keypad anomaly. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has been alarming with button error for the past month; the customer was able to clear the alarm when it occurs but she expressed discomfort with using the pump in question. The patient recently had a blood glucose reading exceeding 600 mg/dl. Troubleshooting was declined for the high blood glucose but initiated for the button error alarm. The customer stated that the pump could potentially be damaged from her sweat since (B)(6) has frequently been over 100 degrees. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.